Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs during a endobronchial ultrasound (ebus) procedure performed on (B)(6) 2019. According to the complainant, during procedure, the forceps cup got stuck in an open position and failed to close in order to remove the forceps through the scope. The forceps was finally removed after some manipulation. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs during a endobronchial ultrasound (ebus) procedure performed on (B)(6) 2019. According to the complainant, during procedure, the forceps cup got stuck in an open position and failed to close in order to remove the forceps through the scope. The forceps was finally removed after some manipulation. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Conclusion code 2921 captures the reportable event of jaws failed to close. Visual analysis found the returned device was received with the jaws/cups in closed position. There was no visible damage to the device. Functional inspection was performed and found the jaws/cups were able to open and close without any issues. Dimensional inspection found the outer diameter of the coil was within specification. The reported event could not be confirmed. The returned device did not present any evidence of the alleged issues or any defect that could have contributed to the reported event. Therefore, the most probable cause code is no problem detected. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.